Event description:
It was reported that patient is scheduled for a left shoulder revision due to chronic dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products 00434901413 ¿ humeral stem ¿ unknown lot, competitor baseplate ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information provided by the customer. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to be off-label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.